Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). A supllemental report will be submitted upon completion of investigation.

Event description:
It was reported that during routine inspection by hospital staff the cardiosave intra aortic balloon pump (iabp) o-ring at the docking point between the cart and the main unit broke, causing helium to leak. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h8 (usage of device).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, o-ring has expired. O-ring broke due to an error by the hospital staff. This o-ring has already been discarded by hospital staff. He replaced o-ring, buna-n.

Event description:
N/a.